Event description:
The customer reported the system boots properly, but the image on the left monitor is blank. System is not making x-rays.

Manufacturer narrative:
The service rep replaced the igbt snubber board. After replacing snubber, booted system, and there was an arc under the metal cover over the filament driver board and igbt. Found the filament driver board bad, replaced. Test: booted the system without error multiple times, verified x-rays made. System functions as intended.